Event description:
A report was received that during a lead revision procedure, after the patient had fallen, the physician decided to replace the entire system due to malfunction. The paddle lead had 3 contacts that were coming off and the ipg was depleting quickly. The patient is doing well following the revision.

Event description:
A report was received that during a lead revision procedure, after the patient had fallen, the physician decided to replace the entire system due to malfunction. The paddle lead had 3 contacts that were coming off and the ipg was depleting quickly. The patient is doing well following the revision.

Manufacturer narrative:
A returned product analysis indicated that the ipg (sc-1110-02), (B)(4) the complaint of the premature battery depletion of the ipg has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off measured at a rate that exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The root cause of the aic-u1 anomaly is unknown. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery ((B)(6)) analysis of the lead (sc-8216-70), (B)(4), the complaint was confirmed. Visual inspection revealed that electrodes number 7, 8 and 18 partially dislodged from paddle end of lead. A DHR review found no anomalies when the lead was manufactured. The root cause of the dislodgement is unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70, serial#: (B)(4), description: artisan 2x8 lim,70cm.